Event description:
A malfunction occurred due to an altitude alarm on the customer's insulin pump. There was no adverse impact to the customer's blood glucose level. The customer followed instructions to clean the pump's speaker holes and reset the cartridge, which resolved the issue. The pump resumed normal operation, and no further problems were reported. Technical support offered guidance to prevent future altitude alarms, which the customer acknowledged.